Manufacturer narrative:
Two (2) used devices were received for evaluation. A visual inspection was performed; no damage or anomalies were observed. A functional test was conducted confirming the two used sets that did not inflate were observed to be leaking from the cuffs of the tube. No leakage was observed on the four new tubes. Further inspection of the two leaking cuffs showed tears. No leakage was observed on the four new tubes. The probable cause was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloons were all inflated and checked before inserting them. After insertion, the leaks were noticed. Once removing them from the patients the balloons were deflated. There was patient involvement, and they replaced the tube. The outcome of event was resolved. Possible lot numbers 23032975, 23031075, 23110875, 23102475.